Manufacturer narrative:
The ge service rep cleaned and reseated the workstation boards. The system was performed as intended.

Event description:
The customer reported screens have lines going through them. No pt injury was reported.